Event description:
This x-ray system suddenly stopped/locked up during a fluoro procedure.

Manufacturer narrative:
Eval method - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.